Manufacturer narrative:
The product manufacturing site has been updated due to receipt of the iol serial number. The manufacturer report number corrected and reported under 9612169-2020-00012. Additional updated/corrected information was provided in d.1., d.2., d.3., d.4., g.1., g.2. And h.4 the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A consumer reported that immediately following an intraocular lens (iol) implant procedure, he developed iridodesis with significant positive dysphotopsia as a result of the implanted iol. Medical assessment confirmed wobbly iris, and medical interventions to date have been ineffective in reducing symptoms. No further options for treatment seem to exist. Additional information has been requested.